Event description:
It was reported that the patient had been experiencing lightheadedness and nausea. A loss of capture and sensing was observed on their atrial lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.